Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation on-going at manufacturing site.

Manufacturer narrative:
Samples received: (B)(4) unopened racepacks. Analysis and results: there are no previous complaints of this code batch. Received (B)(4) closed samples. Tested the needle attachment of the samples received and the results fulfil the requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled. Final conclusion: complaint is not justified. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Needle detachment. Reported that it is unknown which of 40 boxes had defective items. Smaller usp's reported to break during knotting. Related medwatches: 2916714-2015-00191, 00192, 00193, 00194, and 00195.